Event description:
It was reported that catheter stuck on the guidewire. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, the device got stuck on the guide wire. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine. It was further reported that the target lesion was located in the brachiocephalic vein. They had to remove both wire and catheter at the same time.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the zelante thrombectomy system with the guidewire inside the lumen, and a second guidewire with the distal portion of a zelante device. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually and microscopically inspected. There was blood present inside the device and 150ml of blood in the attached waste bag. Inspection of the device revealed that the inner wire lumen was buckled for 1.5cm at the distal window (1cm - 1.4cm) proximal of the tip. An attempt to remove the wire from the lumen was unsuccessful due to the damage to the lumen. The retuned guidewire was measured using a calibrated laser micrometer and was confirmed to be a .035" wire.

Event description:
It was reported that catheter stuck on the guidewire. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, the device got stuck on the guide wire. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine. It was further reported that the target lesion was located in the brachiocephalic vein. They had to remove both wire and catheter at the same time.

Event description:
It was reported that catheter stuck on the guidewire. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, the device got stuck on the guide wire. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.